Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneally, dose and frequency unknown) for peritonitis. Two days after admission, the patient was discharged from the hospital. At the time of this report, the patient had one week of vancomycin treatment remaining. The patient was recovering from the event of peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 3 of 4 involved in this peritonitis event.